Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection, hemorrhage, aneurysm and death as well as a direct correlation to heartmate 3 lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The patient expired on (B)(6) 2021. No product is available for investigation. The heartmate 3 lvas IFU lists stroke, bleeding, infection, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications. Care instructions regarding preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 21jun2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous infection reported under MFR report number: 2916596-2021-00887.

Event description:
The patient was admitted on (B)(6) 2021 for subsequent blood stream infection. The patient passed away on (B)(6) 2021 due to brain death from status post large right frontotemporal intraparenchymal hemorrhage (iph ) with bilateral sulcal subarachnoid hemorrhage (sah), 7mm right to left midline shift, and effacement of basilar cisterns concerning for mycotic aneurysm rupture.